Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was in the 400's and 500's. Customer addressed bg by delivering a bolus and administering a manual injection. Reportedly, the pump supplies were changed to address the issue.